Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Retained by hospital.

Event description:
As reported by rep: surgeon notified via sms that post implant for a lisfranc procedure, foot became swollen. Upon reopening the wound, surgeon reported that the vitoss "looks like it puffed up after pulse lavage". A screw [exact screw unknown] in the variax plate was found loose and explanted. Rep reported that patient sustained vocal chord damage after incubation and was administered prenazone. As of the time of report, patient had not gotten their voice back. Patient has retained a lawyer.